Event description:
It was reported that during a lead extraction procedure to remove two leads (ra and rv), the leads began coming apart and the lld device was unable to maintain traction. Reportedly, the device reportedly kept pulling back in the lead when force was applied. Because of this, the lead (with lld) was cut and capped. The patient was then rescheduled for surgery at a different facility to remove the leads at a later date.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.